Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no reported complications that occurred. At an unknown time for the patients follow up, a leak on the closure device greater than 5mm was noticed. The leak was attempted to be closed with an unknown asd/pfo closure device, but the physician did not proceed with the closure. The patient went to another hospital for a second opinion.